Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the associated defibrillator was unable to detect the attached electrodes. Complainant indicated that there was no pt involvement in the reported.

Manufacturer narrative:
The complainant was contacted for return of the product. The product has not been returned to zoll for evaluation. Evaluation of retained samples did not find any abnormalities.